Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
The customer received a blood glucose reading of 340mg/dl on the contour, using expired strips. She took her regular insulin based on the reading, and started to feel dizzy and lightheaded. An ambulance was called and, based on her symptoms, she was given glucose by mouth. Information on whether or not the customer was able to self treat was not provided. No blood test was run by the paramedics. Her medical condition became stable. The customer was advised to return the expired strips. New meter and strips were sent to her.